Event description:
Customer reported via phone call that their blood glucose reading is low. Customer states that they are unable to detect the lows.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.